Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (did not ask mg/ml at did not ask mg/day), bupivacaine (did not ask mg/ml at did not ask mg/day), and fentanyl (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient notified that the handset was reading alert 100. The technical service (ts) reviewed the code and indicated it was a motor stall. The patient was able to deliver a bolus and got the green check mark. The healthcare provider (hcp) stated that the patient did not have magnetic resonance imaging (MRI). The tss reviewed that other magnetic fields can cause the pump to stall. The ts reviewed that if the handset was delivering boluses, the motor stall has recovered. The ts reviewed where patient can check for active alerts on the handset. No symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.